Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.